Event description:
The customer reported that the system did not x-ray and the usb port was not working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found intermittent problems and checked all connections. The system operates as intended.